Event description:
It was further reported that after significant side branch stenosis occurred, the physician performed kissing balloon technique using two non-bsc balloons, 2.5 x 15mm and 2.0 x 15mm. It was previously reported that stent deformation occurred but now it is reported that no stent deformation occurred. The physician considered the stent reaction to be normal, caused by the use of kissing balloon technique. Intravascular ultrasound (ivus) confirmed stent expansion and further treatment was not required. Coronary angiography revealed over dilatation of the proximal stent and stenosis just distal the 2nd diagonal, but the physician could not recognize stenosis on ivus.

Event description:
(B)(4). It was reported that during a stenting treatment procedure, side branch stenosis increased and stent damage occurred. In (B)(6) 2013, the patient presented with stable angina (ccs classification-2) and was referred for cardiac catheterization. The 75% stenosed, 15 x 2.5mm target lesion was located in the mid left anterior descending artery (lad). The target lesion was treated with pre-dilatation, placement of a 2.50 x 20 mm study stent, and post-dilatation with 0% residual stenosis. Baseline core lab angiography revealed 60% side branch stenosis at 2nd diagonal branch while post procedure angiography revealed 75% 'branch percent stenosis' in 2nd diagonal branch. During side branch treatment, stent deformation occurred. The patient was discharged two days later on dual antiplatelet therapy.

Manufacturer narrative:
Describe event or problem, therapy dates and desc: updated correction: describe event or problem, device code from stent bent, device or device comp damaged by another device to no known device problem. (B)(4).

Manufacturer narrative:
(B)(6). Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).